Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of "order failed distributor's inspections" could not be confirmed. The device was returned unused, in the original packaging with the tamper indicator intact. If additional information is received, a supplemental report will be sent.

Event description:
Report 1 of 2. Report received from (B)(6) stating that the device was returned due to "returned product unused - incoming order failed distributor's inspections." The device was not being used during surgery and no injury or medical intervention occurred. The date of event is unknown. There was no additional information provided.